Event description:
New information received states the patient received inappropriate shock for af episode. Existing medication dose was increased and an additional medication was administered. The issue was resolved. The patient was in good condition.

Event description:
It was reported that during a follow-up, one episode of undersensing the r wave during atrial fibrillation was observed. Defibrillation threshold testing was performed and no undersensing was seen. There were no adverse consequences to the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.